Event description:
The manufacturer received information alleging a ventilator's lcd was blank. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The devices lcd display needs replaced to address the issue.